Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to electively remove the abutment.

Manufacturer narrative:
This report is submitted on november 04, 2022.